Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beeping tones due to one shock impedance measurement high out of range recorded by the device. A review of the device data and advice was requested. Upon technical services (ts) review, it was noted that there are some impedance spikes around (B)(6) 2021 and there is also some noise observed on the shock channel. The cause for the out of range impedance has not yet been determined, and troubleshooting recommendations were provided by ts. In addition, it was noted that there have been increases in the thoracic impedance, coinciding with the increases in the shock impedance, and it was advised to determine if anything has changed in the patient condition. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beeping tones due to one shock impedance measurement high out of range recorded by the device. A review of the device data and advice was requested. Upon technical services (ts) review, it was noted that there are some impedance spikes around (B)(6) 2021 and there is also some noise observed on the shock channel. The cause for the out of range impedance has not yet been determined, and troubleshooting recommendations were provided by ts. In addition, it was noted that there have been increases in the thoracic impedance, coinciding with the increases in the shock impedance, and it was advised to determine if anything has changed in the patient condition. The ICD system remains in service. No adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information regarding the cause attributed to the high out of range shock impedance and the plan for the patient going forward, however no response was received.